Manufacturer narrative:
(B)(4). Insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm. Customer states the buttons were working or responding. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert back-up plan. The insulin pump will be returned for analysis.